Event description:
It was reported that the user removed the ilet pump and cgm sensor for a medical exam, experienced a low glucose while off pump that required oral glucose and juice, later had difficulty reconnecting a g7 sensor, manually entered blood glucose values on the pump for much of the day, and reported a highest blood glucose reading of 288 mg/dl with readings high for most of the day; the agent assisted with sensor reconnection and the user¿s glucose returned to range after the call. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.